Event description:
Customer reported to beckman coulter, inc. (Bec) that the aspiration probe of the unicel dxh 800 coulter cellular analysis system was leaking blood and diluent. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the positioning of two tubes to the rinse block caused the rinse block to overextend and leak. The fse released the slack on the tubes. The fse also found the aspiration probe slightly bent. The fse replaced the aspiration probe. The fse also cleaned and lubricated the manual mode tube clamps that were sticking. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).